Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient saw a red light on the communicator which could have been a red call doctor light indicating a potential change or device problem. The information was documented. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.